Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 110 mg/dl and the sensor glucose was 40 mg/dl. Insulin delivery was suspended due to sensor values. No harm requiring medical intervention was reported. The sensor will be returned for analysis.